Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that the insulin pump alarm an a21 and a17. Customer's blood glucose was unknown mg/dl. The customer went over battery change and found that under alarm history she had a21, a17 pm (B)(6) and possibly wrong time entry/am versus pm caused the basal deliveries to be off. The customer was advised that the device would be replaced per troubleshoot 2nd occurence.

Manufacturer narrative:
The insulin pump alarmed a21 after battery changed causing to reset pump due to faulty component on the interface board. No a17 alarm noted during our testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.